Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over to their free-standing emergency room. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. The technical support specialist (tss) dialed into the server and identified that the order start and end time was same, which resulted the issue. Tss instructed to the user that the start and end time should not be similar. The system functioned as intended after the technical support specialist troubleshot the device.